Event description:
It was reported that during a da vinci-assisted surgical procedure, while closing the hernia flap, the mega suturecut needle driver instrument's wire broke. The procedure was completed with no reported injury. On 12/05/2024, following additional information was obtained: the mega suturecut needle driver instrument was inspected prior to use with nothing out of ordinary observation. The surgeon was closing the procedure when issue occurred. Instrument did not collide with any other instrument or tool during procedure. Issue was not related to opening/closing; yaw and pitch motion of grips and wrist. There were cables visibly protruding from the distal end of instrument. Customer was not sure if protruding cables were the one that controlled opening/closing/up/down movements of jaws and wrist. No fragments fell into the patient. Instrument was available to isi was evaluation. There were no photographic images of device available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.